Event description:
Cobra occlusion balloon catheter used in femoral artery. During removal, balloon deflated and resistance was felt. Validated balloon was deflated. Balloon detached from catheter requiring additional procedures to retrieve the fragments.